Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported migration appears to be related to patient morphology/pathology and due to a large flail gap in the posterior (p2) arch. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip migration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 6+. It was noted that there was a large flail gap in the p2 arch. There were no visualization issues. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve to further reduce mr. The clip was successfully deployed, reducing mr to 2. However, shortly after, imaging showed a change in the v-wave and mr increased to 4+. The clip angle changed. Since there was no room for another clip, the increased mr was not treated. The patient will remain hospitalized due to pre-existing issues, and not due to the clip/mr. There was no clinically significant delay in the procedure. No additional information was provided.